Event description:
The duett sealing device was deployed following an interventional procedure (via 6 fr sheaths in the right and left common femoral artery). The left side was noted to have a hematoma prior to duett deployment, and was successfully sealed using the duett with no complications. The right side was noted to have a high stick prior to deployment. The onset of symptoms after deployment on the right side consisted of hypotension, nausea, pain and hardness. A CT scan confirmed a retroperitoneal bleed. The pt was given a transfusion with 6 units of blood, then taken to surgery for evacuation of the hematoma (left side) and femoral artery repair. The event was resolved with no further complications.